Event description:
It was reported that the large volume pump (lvp) modules had dim segments on the led display. There were no patient involvement.

Manufacturer narrative:
The reported issue of dim segments was confirmed on 36 out of 80 returned boards. The returned display board assemblies were tested using a lvp mockup test fixture attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. 36 out of 80 returned lvp display board assemblies exhibited dim segments. 35 boards were observed with no dim segments. 9 boards could not be tested due to channel errors 211.2000 and 210.5020 displaying when the cad pcu was powered on. Channel error 210.5020 indicates a keypad processor error and channel error 211.2000 indicates a keypad processor communication error. 4 out of 80 returned boards were observed with broken j1 clips. Risk assessment dir: 10000285368 reports dim segment issue associated to faulty component of the seven segment display. There was no patient involvement (npi). The customer returned 80 lvp display board assemblies (qty 9 p/n 145690-103, qty 23 p/n tc10004632, qty 48 p/n tc10004754) in bubble wrap bags each with a sticker indicating a serial number suspected to be the lvp from which it came from. Pcb s/ns (B)(6) were observed with a broken j1 clip on the display board. The exact root cause was not identified, however prior failure investigations identified the probable cause to be related to the led manufacturing process and/or raw materials. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 11jul2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 20oct2020 and indicated that this device has been previously returned for service one time on 02apr2008 for an issue unrelated to this complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a display board was provided for investigation.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) modules had dim segments on the led display. There were no patient involvement.